Event description:
The pt's trial leads and extensions were explanted due to an infection at the incision site.

Manufacturer narrative:
Product will not be returned fo evaluation. The leads and extensions were disposed of by the hospital.